Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 2 years and 7 months after dental implant was installed in intraoral region #13, it was observed that the dental implant had fractured. In addition, 30 ncm of primary stability was achieved and the patient presented bone type iii.